Event description:
The plaintiff's attorney alleged that within 24 hours of dialysis treatment, the decedent experienced a heart attack, was rushed to a medical ctr then subsequently expired the following day. The plaintiff's attorney further alleged that the product "damaged decedents internal organs".

Manufacturer narrative:
The is one event for the same patient involving two separate products.